Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving inappropriate therapy due to atrial fibrillation with a high ventricular rate. The physician did not believe this was a device malfunction and the device was reprogrammed. The patient is in stable condition.